Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old female caucasian presenting for high risk percutaneous coronary intervention (hrpci) while using the impella cp for hemodynamic support. During the procedure, the patient became unstable and required 2 rounds of cardiopulmonary resuscitation. A transthoracic echocardiogram revealed the impella pig tail had perforated the left ventricle, resulting in a cardiac tamponade. The patient was taken to the operating room and the perforation was repaired, however, the patient ultimately expired. The cause of death was attributed to blood loss during this event. During a post event interview between an abiomed clinical field representative and the physician, it was believed that the impella catheter was not held tightly enough during the insertion of the hrpci catheter, resulting in excess friction causing advancement of the impella catheter further into the ventricle than intended.